Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not vibrating as it used to and there was lag or delay in the button response. The customer's blood glucose level was 275 mg/dl at the time of the incident. Customer mentioned that the vibration was so weak that it was almost unnoticeable. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. The vibrate motor activated properly during the self test and when manually turned on in the audio options menu. No vibrate anomaly noted during testing.